Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and sepsis. The ICD with this lead was found to have vegetation upon transesophageal echocardiogram with (B)(6) culture for (B)(6). No additional adverse patient effects were reported. The rv lead was explanted.